Event description:
The patient reported that he experienced elevated blood glucose (bg) up to 250 mg/dl with "flu-like symptoms" since (B)(6) 2011. The reported bg excursion does not meet the definition of a serious injury. The patient stated that on (B)(6) 2011, he changed the site, but his bgs did not respond appropriately. The patient stated that the morning of (B)(6) 2011, he changed the cartridge and found that the cartridge had leaked into the cartridge compartment. The patient's bg at the time of the call to animas customer support was reportedly within target range. The patient did not have the cartridge available to assess for physical damage and the cartridge lot number is currently unavailable. Troubleshooting indicated that the cartridge fill technique was appropriate. The patient indicated that the leaking was noted on the second day of cartridge use. The patient noted that he had been using refrigerated insulin. Customer support advised the patient to use room temperature insulin when filling the cartridge. This complaint is being reported due to the alleged cartridge leak.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.